Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was receiving inaccurate sensor readings. It was recommended to confirm the validity of the pressure sensor readings using other clinical references.

Event description:
Additional information received identified the sensor was calibrated manually on backend and the mean was decreased by 50 mmhg.